Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an eight second pause was noted from the patient's implantable cardiac monitor and that the device had been cleared. Investigation into the event revealed the pause was likely due to the device's loss of capture and was not an actual pause. No patient complications have been reported as a result of this event. The available information suggests the device remains in use.